Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. A pre-ast 15 minute 1000 ml simulated treatment was performed and completed without any failures or problems. Cycler remained powered on throughout the treatment. Touch screen test passed. Voltage verification check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient caregiver reported a blank screen on the cycler. The screen was blank during unknown phase/cycle of dialysis. The patient pressed ok/ stop and touched the screen but screen remained blank. The ok/stop keys made sound when pressed. The patient rebooted the cycler and the ok/stop keys lit up but the screen remained blank. The patient also said the cycler powered down. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. Power switch was in the on position. There was no sound when ok/stop buttons were pressed. The patient rebooted cycler and it came back on but screen was blank. Technical services replaced the cycler due to blank screen. This is an out of box failure. The patient performed manuals in the absence of the cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler the day of the reporter event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) patient caregiver reported a blank screen on the cycler. The screen was blank during unknown phase/cycle of dialysis. The patient pressed ok/ stop and touched the screen but screen remained blank. The ok/stop keys made sound when pressed. The patient rebooted the cycler and the ok/stop keys lit up but the screen remained blank. The patient also said the cycler powered down. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. Power switch was in the on position. There was no sound when ok/stop buttons were pressed. The patient rebooted cycler and it came back on but screen was blank. Technical services replaced the cycler due to blank screen. This is an out of box failure. The patient performed manuals in the absence of the cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler the day of the reporter event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.